Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. The service engineer (se) inspected the device and found a exhalation pressure outside range error code in the ventilator diagnostic log. The se reset connections and tubing of the exhalation valve. The ventilator passed all testing.

Event description:
It was reported that the ventilator was failing the exhalation valve test and pressure relief valve test. No patient involvement. Event date not specified; estimate used.